Event description:
An initial event notification was received by millyard advanced medical products, llc, on 20-mar-2026. On (B)(6) 2026, the user's start date on the twiist automated insulin delivery (aid) system, the user reported elevated blood glucose values throughout most of the day and a severe hypoglycemic event overnight. The user reported symptoms of diaphoresis, drowsiness, and very mild disorientation, with a confirmed fingerstick blood glucose value of 31 mg/dl. The user reported a discrepancy of 30-50 mg/dl between their abbott freestyle libre 3 plus continuous glucose monitor (cgm) and fingerstick blood glucose values throughout the day, citing this sensor inaccuracy as a contributing factor to the hypoglycemia. The event required third-party assistance to resolve, as the user was unable to self-treat. The user stated that they do not believe the twiist aid system malfunctioned or contributed to their low blood glucose and continued to use the device following this event.

Manufacturer narrative:
A specific root cause for the reported event cannot be determined with the information available for assessment. The investigation remains ongoing and a supplemental report will be filed once results are available. Revision 1.15 of the twiist automated insulin delivery (aid) system user guide, available at the time of the event, instructs users to confirm sensor glucose readings with a fingerstick before making treatment decisions during the first 12 hours after starting a new abbott freestyle libre 3 plus sensor. It is explained that the twiist aid system can use your fingerstick values to adjust basal insulin delivery and bolus recommendations, and provides information regarding how to enter fingerstick values into the twiist app. The user remained ongoing on their twiist pump following this event. At this time, no components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further analysis.